Manufacturer narrative:
(B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a nav-ring not responsive. The unit was not in use. No patient or user harm was reported. The customer confirmed they were unable to adjust settings. The field service engineer (fse) replaced the front bezel to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
The user interface (ui)assembly was returned to the manufacturer for failure investigation analysis. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the nav ring not to function.